Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the specified resolving power was not obtained and there was damage to the charged coupled device, the most probable cause of the complaint was traced to component failure. Additionally, for the remaining malfunctions, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had exhibited a suction cylinder with foreign objects and residual liquid. Residual liquid or foreign material has come out of the channel tube, and there has damage on the charged coupled device unit. The specified resolving power has not been obtained. There was no patient involvement.